Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a pocket infection and erosion. A system revision was performed, however there is no known plan to re-implant. The lead was broken during explant and physician was unable to snare the rest of either of them. No additional adverse patient effects were reported.